Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy on (B)(6) 2010 concurrently with bilateral retrograde pyelogram, bilateral ureteral catheter placement and pelvic exploration, ureteral stents, exploratory laparotomy, adhesiolysis and repair of small bowel enterotomy due to possible urinary system injury/ small bowel injury. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that post insertion patient experienced pain, infection, recurrence, dyspareunia, and urinary/bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.